Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed incoming testing. The root cause for the failure was a shorted q13 insulated-gate bipolar transistors (igbts) defibrillator pca. Additionally, u17 and u18 had pin 1 shorted to pins 6 and 7. The root cause for the shorted igbt and pins was unable to be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.